Event description:
It was reported that when the device was used during a gastrectomy one side of the two of four lines of staples malformed on the first firing. It was box-shaped. Another like device was used to complete the procedure. There was no pt consequence and the device is not being returnd for analysis.